Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2019. Block d6b: explant date: 2019.

Event description:
It was reported that the patient had inadequate pain relief and could not keep the implantable pulse generator (ipg) the patient underwent an ipg explant procedure.